Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned fluidics management system (fms) was visually inspected, and no defects were observed. The sample was tested using the console with the current software. The fms primed and tuned with the ultrasonic handpiece successfully. Irrigation flow rate and irrigation free flow were also tested for functionality, and both passed product specifications. No message code, no fluid or air leaks, and no cracks on the luers were found. No anomalies were observed that would cause or contribute to the reported event. The root cause of the customer's complaint could not be established; the returned sample met specifications. No contributing factors could be identified that could cause the customer¿s experience. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the pak failed as the irrigation did not come out during surgery. The surgery was completed after the pack was replaced with another one. The procedure details was not provided. There was no harm to patient.